Manufacturer narrative:
The pod was received with corrosion on multiple internal components and measured low batteries. The pod generated an 0x3d hazard alarm indicating step sensor asserted before wire driven. A leak test revealed a tear on the unexposed portion of the soft cannula which diverted fluid into the device causing the observed corrosion and reported hazard alarm. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported pod error hazard alarms during operation. No changes in blood glucose was reported. A leak test conducted during analysis of the returned device revealed a tear on the unexposed portion of the soft cannula. The tear diverted fluid into the device causing corrosion and the reported hazard alarm. The device was originally reported for pod hazard alarm/alert/advisory - during operation.